Event description:
It was reported that the device infused too quickly. There was patient involvement but impact was unknown.

Manufacturer narrative:
Correction: it was determined through failure investigation on returned samples that the device model 8015 s/n (B)(6) is a concomitant. Please disregard MFR. Report # and instead refer to MFR. Report # 2016493-2024-43490, which lists the suspect device and the reported event

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device infused too quickly. There was patient involvement but impact was unknown.